Manufacturer narrative:
Performed an antibody screen on wbcorqc on the echo using retention capture-r ready-screen (3) (crrs3) lot e029. All wbcorqc samples resulted as expected. Retention products performed as expected. Performed an antibody screen on wbcorqc on the echo using retention capture-r ready-screen (3) (crrs3) lot e029. Visually, there were fuzzy buttons observed on cell 3 donor (B)(6) with wbcorqc samples 3 and 4. The reactions resulted as negative. Performed a dat on four crrs 3 strips by manual capture on retention crrs 3 lot e029. Controls performed as expected and the dat showed positive for cell 3. An important product notification was sent to customers on august 3, 2010 to address this issue.

Event description:
Customer reported unexpected weak positive results on capture r ready screen 3 (crrs 3).